Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d and g codes.

Event description:
It was reported the clinician incorrectly selected the correct guardrails infusion parameters for bumex as a result of drug library labeling bumetanide (continuous drip) and bumetanide ivpb (intermittent). Customer requested the following product enhancement request- customer would like to see ¿rate¿ (ml/hr) removed from the programming screen to assist clinicians in not programming the dose in the rate field. There was patient involvement however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the clinician incorrectly selected the correct guardrails infusion parameters for bumex as a result of drug library labeling bumetanide (continuous drip) and bumetanide ivpb (intermittent). Customer requested the following product enhancement request- customer would like to see ¿rate¿ (ml/hr) removed from the programming screen to assist clinicians in not programming the dose in the rate field. There was patient involvement however outcome is unknown.